Manufacturer narrative:
The scale was requested for return to the manufacturer for investigation. No injury to the user was reported. An investigation will be conducted but has not yet begun. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient reported that the scale started smoking after replacing the batteries.